Event description:
It was reported that the device is exhibiting early battery depletion via a review of remote transmission. The device will be monitored. There were no adverse events to the patient.